Event description:
On (B)(6) 2020, neotract was made aware of a patient that received a prostatic urethral lift (pul) procedure and experienced bleeding. On (B)(6) 2020, additional information was received that the patient¿s bleeding was successfully treated with fulguration.